Event description:
The reporter states, that the customer obtained a blood glucose result of 97 mg/dl on the accu-chek advantage meter in comparison to a 40 mg/dl lab result. She states, that the customer obtained an add'l comparison with a blood glucose result of 101 mg/dl on the accu-chek advantage meter in comparison to a 44 mg/dl lab result. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.